Event description:
The dealer states after approximately one minute the unit shuts down. Non-warranty estimate for repair.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.